Manufacturer narrative:
(B)(4)

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak from the waste canister of the unicel dxc 800 synchron system. There was no report of erroneous results generated or reported.there was no report of any adverse event or injury requiring medical intervention or patient treatment.bec field service engineer replaced the v22 valve from hydropneumatic valve module.